Event description:
The customer reported that pt images were corrupted and mixed. The philips field service engineer (fse) confirmed that there was no misinterpretation, mistreatment or harm to a pt, operator or bystander. The fse reported that the data for a fluoroscopy pt was placed in another pt's folder and that the data could not be separated. When the current pt images were brought up in the x-ray viewer; the images were intermittently labelled incorrectly with another pt's info.

Manufacturer narrative:
Initial MDR mailed on january 9, 2015. On (B)(6) 2014, the customer reported that when performing a patient fluoroscopy scan, intermittently the images would show up as lines and not produce an image (addressed by pr (B)(4)). The patient¿s images were corrupted and mixed with another patient¿s images. When the patient¿s images were viewed on the x-ray viewer, the images would intermittently be labeled incorrectly with another patient¿s information. There was no report of a patient rescan on the system. The images were rendered non-diagnostic and there was no misinterpretation or misdiagnosis. The trained professional was able to diagnose the patient via the live images during the fluoroscopy procedure. The field service engineer (fse) went on site to evaluate the system and confirmed the issue. No log files or other data was able to be collected. The fse obtained a hard disk drive and replaced the drive on the system. The fse ran multiple test phantoms on the system; however, intermittently the data from the test scans would mix with other test scan data during the fluoroscopy function. No log files or other data was able to be collected. This system is considered end of life and has limited resources available for diagnosis and repair. This system was decommissioned for use for the fluoroscopy function and is being used for x-rays stationary exams (ie. Pelvis, hand, foot, etc). There has been no report of this issue recurring on the system after decommission of the fluoroscopy function. A cause of the issue was unable to be determined. This issue was only presented when the fluoroscopy function was utilized.

Event description:
The customer reported that a patient images were corrupted and mixed. The philips field service engineer (fse) confirmed that there was no misinterpretation, mistreatment or harm to a patient, operator or bystander. The fse reported that the data for a fluoroscopy patient was placed in another patient¿s folder and that the data could not be separated. When the current patient images were brought up in the x-ray viewer, the images were intermittently labelled incorrectly with another patient¿s information.

Manufacturer narrative:
Pr#: (B)(4). We will file a f/u MDR at the completion of the investigation. Initial MDR mailed on (B)(4) 2015.